Event description:
Same case as #2134265-2009-00055, -00056. It was reported that during a percutaneous coronary intervention, poor marker visibility was noted. The operator was participating in an evaluation of the apex balloon dilatation catheter. The operator experienced poor visibility of the markers during predilation of a right coronary artery. It was difficult for the operator to differentiate between the guide wire markers of another MFR's guide wire and the apex marker. The operator did perform the procedure successfully, but poor visibility of the markers was a concern for the operator. A total of three apex balloons were used during this procedure. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.